Event description:
It was reported that the pump was out of calibration and delivered 3ml less than set level during infusion. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a lifting downstream occlusion seal. The seal was replaced. The device passed the accuracy testing and all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.